Event description:
It was reported a patient had an infection. Upon follow-up, the patient stated not having an infection related to fresenius products or on peritoneal dialysis (pd). The patient was not able to expand further on the response of infection in the survey. However, the patient confirmed not having any adverse effects related to use of fresenius products.

Manufacturer narrative:
Additional information: b5, g1, h10 clinical statement: there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Upon evaluation of additional information received, it was determined that the event reported on 2937457-2021-00861 was not a reportable event related to the fmc liberty cycler set. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 2937457-2021-00861.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.